Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was debris inside the usb port of the pump which prevented the pump from charging when plugged into a power source. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer removed the debris from the usb port and was subsequently able to charge the pump successfully.